Manufacturer narrative:
H10. One used chemoclave® vented bag spike; list #ch-14 lot #4775515 was received for evaluation inserted into an empty poly-bottle. The side port vent was uncapped and upon observation the filter vent material was only adhered on one side, leaving the opposite side loose and subject to leakage. The device was primed at gravity pressure and leakage occurred at the filter vent where it was not adhered properly. The customer's reported problem of leakage was confirmed. The probable cause of the leakage is the filter vent material not being adhered to the cap base during assembly. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received by manufacturer for evaluation. Evaluation results are still pending.

Event description:
The event involved a chemoclave vented bag spike that was noted to have air in the line during an unspecified patient infusion. A plastic rigid bottle was used as a mating device. There was no issue found with the pump and no audible alarm. There was no proximal or distal air in line noted but the bottle was found to be flattened. A new chemoclave® vented bag spike was set up and the problem was resolved. There was patient involvement, however, there was no negative outcome as a consequence of this event.